Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to the lcd cable not properly seated. The lcd cable was reseated to resolve the report. The device ws recertified and returned to the customer. Analysis for the reports of this type has not identified an increase in trend.